Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing unintended stimulation in the side near the stomach, not in her pain area (upper back). The patient stated the stimulation near her stomach was uncomfortable. Follow up identified the patient had her scs lead explanted and replaced with a different model lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the reported issue has been resolved.